Event description:
A (B)(6) female pt contacted zoll customer support to report that the initially her batteries were not holding a full 24 hour charge and then her charger/modem stopped working. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (batteries won't charge / stopped working) has been confirmed. As received, the charger/modem would not power on. Upon evaluation, the power supply unit was found to be defective. The cause of the inability to power on is a defective power supply unit. The root cause of the defective power supply unit cannot be positively identified. No adverse event resulted form the defective power supply unit. The pt was issued a replacement battery charger/modem.